Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was noted. The physician attempted to implant a new rv lead; however, the patient did not have venous access. The lead was capped.